Event description:
It was reported that the ¿hand pieces and shafts¿ were observed to ¿run hot¿ after a short amount of time when is use with an attachment device. According to the report, the shaft "ran so hot¿ that the user was not able to continue to use the device. As a result, the surgeons wrapped wet compresses around the device. The report indicated that users also observed e6 error codes, and had to wait for the devices to cool down to continue use. It was unknown to the reporter if the device was used in surgery. There was a delay in a scheduled surgical procedure, but the amount of time was unknown. It was unknown if a spare device was available. Reportedly, the clinical staff does not prefer (alternate) pneumatic devices as ¿they don¿t run as hot, but are significantly louder.¿ the event date was unknown. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
In response to the reported complaint of devices ¿running hot¿, the following was performed/checked during an onsite visit: correct installation of machines and shafts; usage of hoses without bends, including clipping or sticking; observation of sc2100 compressor consoles cooling function; observation of any defects of ¿difficult to be handle¿ shafts from the qd series and csr60 models; a (B)(4) running test with one of the machines; a screening of the editing process with the commonly used sterilit power lubricant at the clinic. Additionally, no peculiarities with clinic¿s operational manner of the system were observed. The overheating problem allegedly existed when the machines were delivered at the clinic. During a follow up conversation with the site, it was determined that the issue had since been resolved. It was unknown if the facility changed the (B)(4) lubricant, as recommended. No additional information was available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.